Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range high voltage lead impedance measurements were confirmed when the patient was seen in the clinic during a device check-up. Assessing the right ventricular coil set screw was recommended. No further information is available.